Manufacturer narrative:
Product evaluation: the product was not returned for analysis. The lens remains implanted. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. At the consumer's request, the surgeon was not contacted. (B)(4).

Event description:
A consumer reported considerable glare following an intraocular lens (iol) implant procedure. The consumer stated that although his vision is better, he is not satisfied with the result of the procedure. He also reported that glare reflection makes reading signs impossible. The lens remains implanted. At the consumer's request, the surgeon was not contacted.